Event description:
It was reported that the root cause of the other observation in decontamination of not cooling was determined to be a failed mixing pump. The root cause of the inability to autofill was determined to be a failed circulation pump. As per sample evaluation results received via mail on 28dec2023, it was reported that the tank seals had deterioration in the seals. The chiller molded tube was replaced due to discovering it was cut short.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue a weak circulation pump. The device was evaluated upon receipt. Device would not autofill. Serviced circulation pump. Installed test mixing pump to cool. Pm procedure performed. Chiller molded tube was cut too short. Tank seals torn. Serviced mixing pump. Replaced manifold o-rings, drain valves, double bent tube and chiller evaporator outlet tube due to expansion, chiller molded tubes, tanks seals, and coin cell due to age. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The fluid delivery line was leak tested per procedure and passed all tests. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the root cause of the other observation in decontamination of not cooling was determined to be a failed mixing pump. The root cause of the inability to autofill was determined to be a failed circulation pump. As per sample evaluation results received via mail on 28dec2023, it was reported that the tank seals had deterioration in the seals. The chiller molded tube was replaced due to discovering it was cut short.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.